Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer ("screen went black") was not confirmed but the following defects were detected. Blade damaged, adhesive joints on the camera head worn out, leaking, housing damaged, housing discolored, cover worn out, cover discolored, connector damaged. The device passed quality testing at the time of shipment. Based on the defects identified during the technical inspection, it is assumed that the cause of the malfunction described lies in the wear of the adhesive at the tip of the c-mac blade, which was caused by mechanical damage during use and the reprocessing procedure. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and can cause the image to fail. The user manual stipulates that a visual and functional inspection must be performed before beginning a procedure; had this been done, it would have been determined that the device was no longer functioning properly, and the failure could have been avoided. The investigations conducted above did not reveal any causes related to the labeling, the device, or its history. All production-related quality tests were passed, and no deviations were found in the manufacturing documentation for the devices. The labeling contained appropriate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "it was reported that during an emergency caesarean required intubation, the anesthetic technician pre-tested the 8404bxc c-mac blade, upon insertion the c-mac screen blade went black and the blade was unusable. They had to swap out for another blade to complete the intubation." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).